Event description:
It was reported that the patient was returned to surgery one week after posterior spinal fusion from l2 to s2. She essentially had a long fusion from t12 down to l5 and developed severe spinal stenosis and foraminal stenosis and had a wide decompression. "Although she was stabilized posteriorly, it was felt this would not be sufficient with the long lever arm above". The patient underwent. Anterior spinal fusion at l5-s1 using rhbmp-2/acs, graft expander/extender and a large parameter cage. Local bone graft was combined with graft expander and rhbmp-2/acs and placed within the cavity of the cage. Next this was impacted into the disk space and was recessed approximately 5 mm. It was later reported that the patient's post-operative period was marked by the need for additional surgery, pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Multiple medwatch reports have been submitted for this patient. Refer to manufacturer report # 1030489-2013-04870, 1030489-2013-04872, 1030489-2013-04874 for additional details.

Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on: (B)(6) 2011: the patient presented with pre-op diagnosis: previous posterior fusion down to the sacrum for degenerative disk disease and severe spinal stenosis, long fusion requiring anterior body fusion, l5-s1. Procedure performed: 1. Anterior body fusion, l5-s1. 2. A large parameter cage, 14 mm high with 12 degrees of lordosis at l5-s1. 3. Local bone graft combined with "mastograph" and a small 4.2 mg rhbmp-2/acs kit. Per-op notes: "..I took a 14 mm parameter cage and filled it with a sized amount of "mastograph" and within the cavity of the cage, placed 4.2 mg of rhbmp-2/acs, a small kit. Next this was impacted into the diskspace, had a very snug fit, and was recessed approximately 5 mm. On top of this, we placed some more "mastograph" followed by gelfoam.."(B)(6) 2011: the patient presented with pre-op diagnosis: lumbosacral disease. Procedure performed: anterior approach and spinal fusion, l5-s1.